Event description:
The customer reported that she was hospitalized for low blood glucose levels. Four days earlier, the customer was in the hospital for an MRI scan, and she was told that she didn't have to remove the insulin pump. The customer seemed too tired to review the insulin pump settings or conduct any testing. Advised that the insulin pump would be replaced due to the MRI exposure. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.